Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post operation check, the patient was experiencing diaphragmatic stimulation because of the left ventricular lead. Loss of capture and high capture threshold were also noted. The lead was reprogrammed. The patient was stable and would continue to be monitored.